Event description:
The ge oec 9800 fluoroscopy system displayed charger failed error.

Manufacturer narrative:
A ge oec service representative investigated the issue and found that the system batteries were dead. The facility advised they would replace the batteries. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.